Event description:
During follow-up, interrogation of the device was not possible and no pacing was observed. A magnetic response test was performed but no response was elicited from the device. Premature battery depletion was suspected. The patient also reported one episode of faintness preceding the follow-up appointment. The patient was then hospitalized and the event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to interrogate, no pacing, and premature discharge of battery were confirmed. Interrogation of the device revealed the pacer was nearing elective replacement indicator (eri) when received. Initially, the device communicated normally, and during the analysis, the device lost telemetry and evaluation of the output port showed no signal. Electrical testing performed at the bench confirmed high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of high current, consistent with the reported events observed in the field. Additionally, visual inspection of the header and connector found no anomaly related to the field concern.